Event description:
The user facility reported that the tip of the wire or marker band broke off in the lesion in the peroneal artery during a peripheral vascular disease (pvd) intervention. The patient was in good condition; however, they were not able to complete the intervention due to extensive disease. Additional information was received on 22oct2021. The broken tip or marker band remains in the patient. The marker band/tip is in the peroneal artery, lodged where it is occluded with calcium. Fluoro was done to confirm the location.